Event description:
Clinical study. Same case as MFR# 6000093-2007-00690. It was reported that 638 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The index procedure treated a 3.5x20mm, 80% stenosed, and mildly calcified lesion in the mid right coronary artery (mid rca) with predilation and placement of two overlapping taxus express2 drug eluting stents of size 3.5x16mm and 3.5x28mm. Residual stenosis was 0%. The lesion was post-dilated. There were no reported complications. The patient was discharged 2 days later on aspirin and plavix. At 638 days after the index procedure, a non-bsc stent was deployed in the proximal rca due to gap in-stent restenosis in the target lesion. The relationship of the tvr to the taxus stent was noted as "unknown." The patient was discharged the next day.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.